Event description:
This follow up is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of evidence that the revision was performed. No product was returned, therefore no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. Because a revision surgery occurred, the complaint is considered confirmed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. It is possible that the patient has a metal allergy. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00055-1, 0001032347-2019-00056-1, 0001032347-2019-00057-1, 0001032347-2019-00058-1.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). (B)(4). Concomitant medical products: biomet microfixation tmj system right fossa component, small, catalog #: 24-6562, lot #: 531140b; biomet microfixation 2.4 mm system high torque (ht) cross-drive screw, 2.7 x 10 mm, catalog #: 91-2710, lot #: ni; biomet microfixation tmj system cross drive fossa screw 2.0 x 7 mm, catalog #: 99-6577, lot #: ni; biomet microfixation tmj system cross drive fossa screw 2.0 x 9 mm, catalog #: 99-6579, lot #: ni. Therapy date: (B)(6) 2018. Customer has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00055 through 0001032347-2019-00058.

Event description:
It was reported a revision occurred. The patient was experiencing some slight pain and swelling from the cobalt implant. The surgeon replaced it with a titanium implant. No additional patient consequences were reported.